Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 1041 mg/dl. The customer was treated with insulin drip, intravenous fluids and itubation. The customer did experience any symptoms such as carpal tunnel surgery. Based on customer report customer did allege pump was under delivering. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that drive support cap was normal. Troubleshooting was done for high blood glucose. The insulin pump will not be returned for analysis.